Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital for a routine generator change. It was noted according to the clinic that the patient's atrial lead exhibited noise and far field oversensing was observed. The lead remained implanted but programmed to ddi mode. The patient's status was stable both before, during and after the procedure.